Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transecting the pulmonary vein during a video assisted thoracic surgery lobectomy, the blade of the reload did not reach the cut line indicated on the cartridge even though the reload was completely fired. They issued another device to finish the transection. There was no patient injury.